Event description:
It was reported that pump kit, cadd-solis vip failed flow test 2 times during the testing process. No patient injury reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional tests, to include accuracy test, were performed which failed. Error codes were not found in the device event history log. Results: the customer reported problem was duplicated. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. At least one among the three process tests failed. Root cause of the reported event would be attributed to inaccurate delivery as the device was out of mechanical specs. Who caused the reported event to occur is unknown and could not be determined. Actions needed include replacing the expulsor assembly. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.